Event description:
It was reported that when the package of the fast-fix was opened, it was found that the the suture was broken. The incident occurred before the procedure. There was no delay and a backup device available. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: case-2020-00023417-1. The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed both t1 and t2 were in the needle. No damage was observed. ¿a functional evaluation revealed the actuator was cycled and t1 and t2 deployed. The customer provided image confirms the product identification information. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that two implants are included in the device and the sutures are intact. A review of the instructions for use found: each device includes two non-absorbable polymer implants, pretied with #2-0 non-absorbable suture and preloaded into a needle delivery system. The adjustable depth penetration limiter is preset to approximately 18 mm from the tip of the needle. ¿ read these instructions completely prior to use.¿ the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.